Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -10.5 diopter, into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was explanted due to excessive vault. The cause is listed as a patient-related factor. The reporter states the patient asked to explant the lens and "everything is ok after explantation."

Manufacturer narrative:
Lens was returned dry, in lens case/vial. Visual inspection found the haptic broken. Dimensional inspection found lens to be within specification. (B)(4).